Event description:
It was reported that the bd alaris smartsite gravity set had flow issues. The following information was provided by the initial reporter: hung blood using correct tubing and techniques, including priming tubing with ns. Blood bag opened, and ns bag clamped for entirety of blood transfusion. When blood bag was empty and tubing to filter was empty, blood bag was firmly clamped, and the ns bag was opened. While the ns was flushing the tubing, fluid was pushed up and through the blood tubing, in addition to through the main tubing to the patient. The fluid through the clamped blood bag tubing then began to fill the blood bag. This resulted in not all of the blood being flushed through the tubing in the designated four-hour window.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10062818 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.